Event description:
It was reported that a helical blade coupling screw broke during an insertion of a helical blade during a trochanteric fixation nail procedure. There was a 15 to 20 minute surgical delay. It was reported that the procedure was completed successfully and the patient status was fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. The returned device shows significant use during its nine year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was detached from the shaft and was not received. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. Drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint condition is confirmed, and the most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. The device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. The most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.